Event description:
It was reported that balloon rupture occurred. Intravascular ultrasound was performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at up to 23 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. Intravascular ultrasound was performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at up to 23 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries were reported and the patient condition was good. It was further reported that the device was completely removed well.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of the nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and has a 10mm longitudinal tear located in the middle of the balloon. The tip was damaged.